Event description:
During cardiopulmonary bypass, the roller head, in the arterial position stopped. Hand cranking was started immediately. Emergency roller pump brought in and switched over. Inspection of first pump revealed broken belt. The pt did well with no complications.